Manufacturer narrative:
Results: the product display box and packaging card inside were damaged. The neuron max was kinked at approximately 1.0 cm from the hub. Conclusions: evaluation of the returned neuron max confirmed that the device was kinked at its proximal end. Damage was present on the product display box and the packaging card that aligned with the location of the kink damage on the neuron max. The damage to the device and the packaging likely occurred as a result of improper handling during transit. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure, the hospital staff noticed that a neuron max 6f 088 long sheath (neuron max) was kinked upon removal from the packaging. The damage to the neuron max was found prior to use, and, therefore, it was not used in the procedure. The procedure was completed using another neuron max.